Manufacturer narrative:
The reported complaint of user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial #(B)(4)) was confirmed during functional test and during archive data review. The investigation findings revealed of imbalance between the two loads cells, load cell module 2 was over reported (defected). Therefore, the potential root cause of the reported ua07 was due to a defective load cell or damage sustained during mishandling. There was no physical damage on the returned autopulse platform was observed during visual inspection. During archive data review, multiple user advisory 7 (discrepancy between load 1 and load 2 too large) error messages were observed on the event date, thus confirming the reported complaint. The initial functional test of the returned autopulse platform failed due to (ua)07 system error. To remedy (ua)07, a damaged load cell module 2 identified was replaced. After component replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2018 and the load cell module 2 was replaced to address ua07.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed error message user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on. The crew was unable to clear the advisory. No patient involvement.